Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the blade stopped rotating in the middle of the procedure, and the motor drive unit was blinking. A second handpiece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 06/08/2009. Blade seized/stopped. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.